Event description:
The customer reported falsely low cholesterol result, for one patient, involving the unicel dxc 800 synchron system. An erroneous result of 31 mg/dl was obtained. Subsequent analysis of the patient sample, on the same analyzer, recovered a result of 230 mg/dl. The patient sample was retested on another unicel dxc 800 system and recovered a result of 233 mg/dl. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. Quality control (qc) was within range prior to the event and during sample reanalysis on the original analyzer. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed carryover testing which showed there was carryover on the cartridge chemistry (cc) sample probe. The fse noted the sample probe was bent and the wash collar had gel in it. The fse replaced the sample probe and wash collar which resolved the issue. The instrument conformed to the manufacturer's published performance specifications. Collar.